Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation pvi procedure in ensite x voxel mode, a pericardial effusion occurred which required a pericardiocentesis. Two transseptal punctures were performed as per standard for this procedure and while mapping the left atrium with the ablation catheter and an advisor fl mapping catheter, low blood pressure was observed. Transesophageal echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Event description:
This report includes updated device batch/lot number, model, and associated manufacturing information.

Manufacturer narrative:
Additional information: b5, d4, d9, g3, h2, h3, h4, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.